Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.